Event description:
It was reported that this patient had a recent s-ICD implant procedure and then had breast augmentation shortly afterwards. It was noted that the electrode had possible migration afterwards. The patient was brought in and failed device testing. A subsequent revision procedure was required to revise the electrode position. The system passed all testing after the procedure. No additional adverse events were reported.